Event description:
Based on the information received on (B)(6) 2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had right knee pain/throbbing and swelling, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 1 df (indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency, the patient had right knee pain/ throbbing and swelling. Corrective treatment: not reported for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) . An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017 and (B)(6) 2018 (processed with clock start date of (B)(6)- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.